Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the extension leg near the hub was confirmed, and was determined by the manufacturing facility to be manufacturing related. One 4 fr d/l powerpicc provena was returned for investigation. The catheter was received in two segments. The returned sample resembled the item in the provided photo. A functional test confirmed that fluid leaked from the extension leg tubing at the distal end of the purple connector. What appeared to be striations were observed in the adjoining surfaces of the extension leg tubing. Deformation was observed in the distal end of the connector in the area of the hole. It was reported that the catheter was placed june 19th and removed 50 days later on august 8th. It is assumed that the catheter was functioning without a leak during this time. The extension leg tubing may not have been fully breached at the time of placement, but any damage in the extension leg tubing associated with the damage at the distal end of the connector may have propagated with use and manipulation of the luer adaptor. Corrective actions are being implemented to prevent recurrence of this event.

Event description:
Facility reported to the sales rep that the catheter is separating at the hub. No other information was reported. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the extension leg near the hub was confirmed, and was determined by the manufacturing facility to be manufacturing related. One 4 fr d/l powerpicc provena was returned for investigation. The catheter was received in two segments. The returned sample resembled the item in the provided photo. A functional test confirmed that fluid leaked from the extension leg tubing at the distal end of the purple connector. What appeared to be striations were observed in the adjoining surfaces of the extension leg tubing. Deformation was observed in the distal end of the connector in the area of the hole. It was reported that the catheter was placed june 19th and removed 50 days later on august 8th. It is assumed that the catheter was functioning without a leak during this time. The extension leg tubing may not have been fully breached at the time of placement, but any damage in the extension leg tubing associated with the damage at the distal end of the connector may have propagated with use and manipulation of the luer adaptor. Corrective actions are being implemented to prevent recurrence of this event. A lot history review (lhr) of rebq1884 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1884) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the catheter is separating at the hub. No other information was reported. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the extension leg near the hub was confirmed, but the exact cause could not be determined. One 4 fr d/l powerpicc provena was returned for investigation. The catheter was received in two segments. The returned sample resembled the item in the provided photo. A functional test confirmed that fluid leaked from the extension leg tubing at the distal end of the purple connector. Striations were observed in the adjoining surfaces of the extension leg tubing. Deformation was observed in the distal end of the connector in the area of the hole. It appears that the damage to the extension leg was caused from an external source, but how the extension leg was damaged could not be determined. It is possible that the catheter was damaged during use. It was reported that the catheter was placed on (B)(6) and removed 50 days later (B)(6). It is assumed that the catheter was functioning without a leak during this time. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of rebq1884 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1884) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the catheter is separating at the hub. No other information was reported. No patient injury was reported.